Event description:
Pt reports that one of her pumps is alarming "alert call service." Pt unsure of exact serial number, but another pump already reported as alarming. "Line blocked" and replaced. Pt unsure of which pump is which, but the 2 pumps needing returned due to malfunction are (B)(4). Replacement pump being sent for delivery (B)(6) 2016. The pt did not experience any adverse effects related to the pump malfunction. The pt did not have any lapse in drug therapy or any adverse symptoms related to pump event. Defective pumps are being returned.